Event description:
The customer reported that there was a leak in the drip tray under the shear valve of a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The healthcare worker interfacing with the machine was wearing personal protective equipment which included a laboratory coat and gloves. There was no exposure to healthcare worker's uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death or injury was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was reviewed. Through beckman coulter inc. Led customer troubleshooting it was revealed that the leak was at the top two ports of the rightmost shear valve. The customer trimmed the tubing back and reattached. This did not resolve the issue and service was dispatched.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) serviced the instrument and clear fluid was observed in drip tray at the end of a reproducibility assessment. As a consequence, the shear valve was replaced. The instrument was returned into service after completion of repairs. The failure mode of this event was an effected shear valve. The failure mode has the potential, upon recurrence, to cause discrepant results. (B)(4).